Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that no capture at programmed outputs was observed. Patient presented to emergency department with syncope. This lead was removed and a new lead was implanted. Should additional information be received, this file will be updated.